Event description:
It was reported that this right ventricular (rv) lead had provided multiple shock therapies for this patient since implant, however there was a gradual rise in shock impedances from 65 ohms to recently out of range at 186 ohms. It was noted that there were also observation of oversensed noise. Subsequently, the rv lead was explanted and replaced successfully without sequela.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted the lead was returned severed approximately 527 millimeters from the tip end, with only the distal segment of the lead being returned. An extraction stylet was returned stuck in the tip section of the lead. The helix was noted to be in an extended position, and dried body fluid was noted in the helix housing - which is normal for active fixation leads. There were induced physical alterations noted with the insulation and medical adhesive. The high voltage cable was noted to be looped out through a hole in the insulation and the coils of the lead were stretched and deformed. All of this was thought to have been induced during the explant procedure. The returned segment passed continuity testing, indicating the conductors are intact. An x-ray was performed, and no issues were noted with the conductors on the returned segment of the lead. Residual calcification was observed on the lead at the distal coil, tip, and insulation. Analysis concluded the calcification likely caused the high out of range shock impedance measurements. The other reported clinical observations could not be confirmed based on testing of the returned segment.

Event description:
It was reported that this right ventricular (rv) lead had provided multiple shock therapies for this patient since implant, however there was a gradual rise in shock impedances from 65 ohms to recently out of range at 186 ohms. It was noted that there were also observation of oversensed noise. Subsequently, the rv lead was explanted and replaced successfully without sequela. The lead was retained at the hospital, and was not planned to be returned to the distributer for analysis.